Event description:
It was reported that during the implant procedure the physician tried to engage the right ventricular (rv) lead into the is1 port.  After several removal and reengagements, the set screw seemed to have dislodged from the cardiac resynchronization therapy defibrillator (crt-d) device header and had completely come out of the device header.   Additionally, it was noted that the crt-d setscrew could not turn, loose setscrew, the setscrew disengaged from threads, damaged/stripped and a setscrew/wrench interface problem occurred.  It was also reported that the rv lead, defibrillator coil impedance was constantly high but upon initial lead connection the defibrillator coil impedance was within normal range.  The crt-d was replaced.  The rv lead was connected to a new device and remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that during the implant procedure the physician tried to engage the right ventricular (rv) lead lead into the is1 port.  After several removal and reengagements the set screw seemed to have dislodged from the cardiac resynchronization therapy defibrillator (crt-d) device header and had completely come out of the device header.   Additionally, it was noted that the crt-d setscrew could not turn, loose setscrew, the setscrew disengaged from threads , damaged/stripped and a setscrew/wrench interface problem occurred.  It was also reported that the rv lead, defibrillator coil impedance was constantly high but upon initial lead connection the defibrillator coil impedance was within normal range.  The crt-d was replaced.  The rv lead was connected to a new device and remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Corrections: d10; continuation of d10: cdhfa500t crt-d, implanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.